Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted when additional information is provided.

Event description:
As reported by patient registry, approximately 2 years post implantation of a 29 mm sapien 3 valve in the aortic position via transfemoral approach, the valve was explanted and replaced with a surgical valve. The valve was explanted due to unknown reasons.

Event description:
Per review of medical records, the patient presented with complain of worsening shortness of breath and upon admission was found to have worsening heart failure symptoms due to a subaortic ventricular septal defect (vsd). The patient was referred to surgical treatment with explant of the thv. Per the op report, there was a portion of a ventricular and an aorta to ventricular defect with a right cusp and calcium that had pushed through the aorta into the right ventricle. This was closed with autologous pericardium. Per echo report, the tavr valve functioning well. The defect was just proximal to native right coronary cusp with communication to the rv just below the annulus of the anterior tricuspid leaflet. Bioprosthetic valve in native aortic valve position. Small paravalvular leak at native right coronary cusp position. Leaflets demonstrate adequate excursion.

Manufacturer narrative:
A supplemental MDR is being submitted for review of medical records. Section b5 and h10 has been updated. The investigation is still ongoing.

Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for annular rupture during the thv procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification, and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve, and procedural success. Ventricular septal defects (vsds) may be of congenital origin, may be acquired as a result of penetrating trauma, blunt trauma, post-surgical contusion, myocardial infarction or perforation at cardiac catheterization. Post myocardial infarction vsds is a rare but serious complication, which may result in cardiac wall rupture. Septal perforation develops on the average 2-3 days after myocardial infarction. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 transcatheter heart valve (thv). The thv training manuals provide guidance to facilitate safe crossing of the native valve, including camera projections, handling during advancement, and troubleshooting techniques if difficulty is encountered. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. The time at which this event occurred is unknown. The cause of the vsd cannot be determined, however, it is possible that a vascular injury undetected during the tavr procedure could have contributed to the event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.